Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion and elected to retract the delivery/stent device back into the guide catheter. Upon removal the stent appears to be flared. No patient injuries or complications occurred.